Event description:
Pt presented with possible biliary tube displacement. When attempting to change biliary tube, the catheter was withdrawn with great resistance. It appears a small segment of the string had fragmented and probably remains in the bile duct. No further harm to pt identified.